Event description:
It was reported that a patient underwent a partial knee procedure at an unknown date. Subsequently, the patient experienced instability. A revision surgery was performed. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown femur- unknown. Unknown - unknown articular surface - unknown. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.